Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an the k1 and q9 component being defective the root cause for the defective k1 and q9 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.